Event description:
Patient's family member called lfs on patient's behalf alleging that patient's one touch ultra meter was set to the wrong unit of measurement. Patient's family member reported that patient's meter was set to mmol/l, instead of mg/dl. Patient was administered insulin based on the "mmol/l" unit of measurement. Patient's family member neither alleged harm nor injury or medical intervention. Medical affairs specialist had a customer service representative call patient to obtain additional information. Mailed a letter since the patient could not be reached. Due to a possible power interruption the unit of measurement may have changed. The customer service representative walked patient's faimily member through a successful control solution test. Based on the informaton supplied by patient's family member, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable.